Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the procedure was to treat an 85% restenosed minivision stent in the proximal cx. There was heavy calcification and tortuosity. Pre-dilatation was performed, but neither of the xience stents would cross. Additional ballooning was done, which left the stenosis of the minivision at 10%. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation- product performance engineering reviewed the incident information. Restenosis, as listed in the minivision instructions for use, is a known adverse event associated with coronary stenting. As there was no reported device malfunction during the time of the stent implant, there does not appear to be any indications of a product quality problem. In this case, it is likely that the hospitalization is a secondary effect of the restenosis which required ptci. However, a conclusive root cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.